Manufacturer narrative:
Code add ed 2885.

Event description:
It was reported that the pump battery was depleting quickly and led to the pump shutting off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.